Event description:
A customer reported that their pump repeatedly displayed cartridge alarms. There was no reported impact to the customer¿s blood glucose level. The complaint was closed as the customer decided not to return the pump, and no further actions were taken.